Manufacturer narrative:
(B)(4): the primary complaint was confirmed, the ok button does not respond. The meter was found to have a high standby current due to cold solder on (B)(4).if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because ok button is unresponsive and issue was not resolved with troubleshooting.